Event description:
A report was received that the patient underwent a pocket revision due to pain and discomfort at the pocket site. The ipg was relocated and the patient was reportedly doing well following the procedure.